Manufacturer narrative:
The reported event of occlusion alarms file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer.a DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported occlusion alarms with the pump when they use the 10ml bd posiflush pre-filled saline flush sku (B)(4) (non-compatible syringe). They state this occurs with multiple bd tubing as well, on multiple pump modules. There was no harm.